Manufacturer narrative:
MDR 8021545-2024-00658 - device 6 of 10 (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the sweden on (B)(6) 2024, it was reported that patient faced ten infusion set tape not sticking events. The events occurred after about 2 days of use. No further information available.